Manufacturer narrative:
Changed h11 - additional mfg narrative from the returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. The cannula was observed to be kinked. The timing and cause of the observed damaged cannula is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leakages were observed. Although the soft cannula was observed to be kinked, fluid was able to flow through the entire fluid path with no issue. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. To the returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. The cannula was observed to be kinked. The timing and cause of the observed damaged cannula is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leakages were observed. Although the soft cannula was observed to be kinked, fluid was able to flow through the entire fluid path with no issue. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Cloud - omnipod 5 software app version, cloud - smartphone operating system, cloud - smartphone hardware, cloud - cgm sensor type.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods adhesive failed to adhere and the pod was leaking during wear. The patients reported blood glucose level was over 250 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. The cannula was observed to be kinked. The timing and cause of the observed damaged cannula is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leakages were observed. Although the soft cannula was observed to be kinked, fluid was able to flow through the entire fluid path with no issue. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.